Event description:
The provue missed an antibody that was detected in manual gel. The customer states that 2 units of prbc's were transfused based on this negative antibody screen. There were no reports of any transfusion reaction as a result of the units of red cells transfused.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the broken sample tube side spring assembly. The fe also performed a pm as per checklist. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4).